Event description:
Caller reported an alarm 2, indicating an occlusion issue that had been occurring for several weeks. There was no adverse impact on the customer¿s blood glucose level. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin. Subsequently, a replacement pump was sent with the customer.